Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 25mm in length, de novo, concentric, target lesion was located in the non tortuous, mildly calcified and 2.5mm in diameter diagonal artery. The lesion contained a <= 45 degrees bend. The lesion was predilated using a 2mm x 20mm maverick balloon catheter. A 2.50mm x 24mm promus element stent was advanced, however the device was not able to cross the target lesion. Upon withdrawal of the device, the stent was dislodged from the stent delivery system balloon. The stent was removed by using a 2.5mm x 20mm non bsc balloon catheter to introduce the dislodged stent inside the 3.5 7f non bsc guide catheter. Once inside the guide catheter, the dislodged stent was inflated at 18 atmospheres using the 2.5mm x 20mm non bsc balloon catheter and trapping it inside the guide catheter. Then the whole system was withdrawn, retrieving the stent and inflated balloon inside the guide catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was detached and not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. It was also noted that the midshaft was kinked at 5mm proximal to the port. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 25mm in length, de novo, concentric, target lesion was located in the non tortuous, mildly calcified and 2.5mm in diameter diagonal artery. The lesion contained a <= 45 degrees bend. The lesion was predilated using a 2mm x 20mm maverick balloon catheter. A 2.50mm x 24mm promus element ¿ stent was advanced, however the device was not able to cross the target lesion. Upon withdrawal of the device, the stent was dislodged from the stent delivery system balloon. The stent was removed by using a 2.5mm x 20mm non bsc balloon catheter to introduce the dislodged stent inside the 3.5 7f non bsc guide catheter. Once inside the guide catheter, the dislodged stent was inflated at 18 atmospheres using the 2.5mm x 20mm non bsc balloon catheter and trapping it inside the guide catheter. Then the whole system was withdrawn, retrieving the stent and inflated balloon inside the guide catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.